Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after a spinal MRI (philips 1,5t) the surgeon notices that about 3 cm of the distal part of the intraparenchymal icp sensor was partially melted and not working. The icp sensor was then changed. There was no patient injury.